Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿predictive factors for revision and survivorship analysis of a prevalent 36-mm metal-on-metal total hip replacement system-a large single-center retrospective cohort study" written by oliver pearce, gulraj matharu, and ben bolland published by the journal of arthoplasty accepted on october 15, 2020 was reviewed. The article's purpose was to determine 10-year survivorship and identify predictors of revision in a single-center cohort of 36-mm corail-pinnacle metal on metal total hip replacement systems. 516 males and 696 females were reviewed. 38 males required revision and 81 females required a revision. Findings: 49 hips revised for armd. 22 hips revised for aseptic loosening. 10 hips revised for periprosthetic fracture. 8 hips revised for infection. 7 hips revised for dislocation/subluxation. 6 hips revised for malalignment of the stem. 4 hips revised for malalignment of the socket. 4 hips revised for lysis. 22 hips revised for "other" with no further information provided. Components: a cementless corail stem, pinnacle cup, ultramet 36mm metal liner, and 36 mm articuleze cobalt/chrome metal head were used in all patients.